Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon evaluation, the pulse wires were exposed inside the distribution node (dn), allowing a short to occur on the dn pca board. The cause of the exposed wires cannot be positively identified but is likely excessive force placed on the cable connecting the dn and rear therapy electrode (te). No adverse event resulted from the short connection. The last pt to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed incoming testing. The last pt to use this belt did not report any deficiencies.